Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed on the subject device. The product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible on distal and proximal shaft. Nail is broken on the position of the citrus hole. As relevant for the complaint condition the outer diameter and the inner diameter were measured. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. The citrus shape could not be measured due to the nail is broken at this point. No manufacturing error was found. Product was manufactured according to its specifications. The raw material certificates were checked and all used raw material used fulfilled the specifications. Based on the investigation the complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article (272.375s) was reviewed and no manufacturing issue could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complete broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards for stainless steel. The fracture face is homogenous, which indicates material conformity. There is no indication that any of the listed concomitant device (pfna blade, locking bolt) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The pfna blade, locking bolt shows that the devices are in a used condition without heavy damage. The surface of these implants has wear marks it is not possible to determine where it is coming from. It is likely, that this can be traced during removal or a possible instability of the fracture situation. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: unknown, device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported concomitant devices: pfna blade, (part # 02.027.039s, lot # 9528325, quantity 1), locking bolt (part # 259.420s, lot # l019787, quantity 1)

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a proximal femoral nail-antirotation (pfna), pfna blade, and pfna locking bolt on (B)(6) 2016 for repair of a right-sided pertrochanteric femoral fracture. On (B)(6) 2017 by unknown means, it was determined the pfna nail had broken. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the broken nail. Patient was revised to a new pfna nail, blade, and locking bolt.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complainant part is not expected to be returned for manufacturer review/investigation. Event date is unknown since the issue was detected on (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This issue was detected on (B)(6) 2017.

Manufacturer narrative:
(B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA not explanted. (B)(6). The complaint indicated that the nail broke post-op which will likely require additional surgical intervention. Device history records review was conducted. The report indicates that the: part: 272.375s lot: l079546 manufacturing location: (B)(4). Manufacturing date: 10. Aug. 2016 expiry date: 01. Aug. 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke postoperatively at the area of distal locking. The nail was implanted on (B)(6) 2016. No information about a revision surgery or patient outcome. Complaint involves 1 part. Reported concomitant devices: helical blade (part / lot: unknown, quantity: 1) distal screw ( part / lot: unknown, quantity: unknown) this report is 1 of 1 for (B)(4).